Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, detached end cap and minor scratches on display window noted during testing. (B)(4).

Event description:
The customer reported via phone call that the bottom of the insulin pump was coming apart. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.